Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. The balloon was loosely folded. Device analysis determined the condition of the returned device was consistent with the complaint incident. The outer shaft, inner shaft, balloon and tip were microscopically examined. There are numerous hypotube and shaft kinks. The tip is damaged. The balloon has a 14mm longitudinal tear starting at the proximal balloon waist. Inspection of the remainder of the device presented no other damage or irregularities. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 08-may-2018. It was reported that advancing difficulties were encountered. The tight stenosed target lesion was located in the tortuous right coronary artery. The right side was cannulated using a 6f non-bsc guide catheter and a 0.014 guide wire. A 2.00mm x 12mm maverick²¿ balloon catheter was advanced for predilation, however, due to tortuosity the device did not reach the target lesion and had to be removed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed balloon longitudinal tear.